Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp stated the pump became infected and had to be explanted. The cause of the infection was unknown. The device was discarded. The patient's weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-aug-13, information was received from a patient receiving fentanyl (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for non-malignant pain. The patient reported they got an internal infection after their pump was in implanted ((B)(6) 2017). The patient added that they were bleeding internally. The patient mentioned that there were 2 infection; one in (B)(6) 2017 and then 10 days later he had another infection in (B)(6) 2018. The patient's pump was explanted on (B)(6) 2018 due to the infection. The patient noted that "they cauterized a bunch of stuff and then they kept it out for 6 months".